Event description:
It was reported that during a hand procedure, the tourniquet lost pressure and caused an unknown amount of bleed-through into the surgical site. There were no adverse consequences, no medical intervention and no delay reported with this event. The procedure was completed successfully.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.